Event description:
It was reported that during an implant attempt, the lead dislodged while slitting. Another attempt to implant the lead was made and it was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).